Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc failed . The customer reported that the unit was not in use on patient.